Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 425cc mentor memorygel breast implant experienced right sided rupture and device migration post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
On january 18, 2022, mentor became aware that patient's explantation has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2022, mentor became aware that explantation date in follow up report 1 was erroneously submitted. Patient had an explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4). Relevant fields d6b have been updated.

Manufacturer narrative:
On february 11, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on february 14, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant was found to be ruptured and received in three parts. Additionally shell abrasion was found on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).